Manufacturer narrative:
(B)(4) - cartridge split. (B)(4). Cartridge not returned.

Event description:
Received a lens implant card from the facility for an aq2010v silicone three piece lens. The facility reported the cartridge split during lens insertion - defective. Additional information was requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.